Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal motor stopped working in the middle of the case and the team had to hand crank for three minutes and then the heart lung machine (hlm) was switched out for another machine. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences of the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. A review of the data log indicated that the system was behaving as expected, and no issues were found. There was an air bubble detector (abd) alarm that went off, and the safety connections caused the centrifugal motor to stop. The abd alarm was not cleared until the case ended (and the system was swapped out), thus the centrifugal was unable to start while the abd alarm was still active. The centrifugal system, flow sensor, and abd successfully passed testing. The unit operated to the manufacturer's specifications. The part number (pn), serial number (sn), and UDI of the abd are: pn: 5773, sn: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 28jul2025, the team at the user facility experienced a problem with their centrifugal controller unit (ccu) during cardiopulmonary bypass whereby the centrifugal motor stopped working. As a result, a hand crank was used for approximately 3 minutes, ultimately changed out for a different system. The data logs indicated that the system was behaving as expected. There was an air bubble detector (abd) alarm that went off, and the safety connections caused the centrifugal motor to stop as configured. The abd alarm wasn¿t cleared until the case ended (and system was swapped out), and thus the centrifugal motor was unable to start while the abd alarm was active. There was no delay, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.